Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the mitral regurgitation (mr) could not be determined. Furthermore, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One ntw was successfully implanted, reducing mr to < 1. At a follow up appointment, echocardiography showed that mr had increased to a grade of 3-4. It was noted that the clip remained stable on both leaflets. On (B)(6) 2021, a second mitraclip procedure was performed. One ntw was inserted and deployed laterally of the first clip, reducing mr to a grade of 2-3. It was noted that due to the patient having functional mr, grasping was difficult. No additional information provided.